Event description:
On 2/17/98 tmj implants inc rec'd reports on 6 pts with increasing tmj pain possibly/probably related to an allergic reaction or hypersensitivity to the tmj prosthesis. All implants occurred between 1994 and 1996. A request for supportive evidence supporting these allegations and individual pt histories was sent to the initial rptr and rec'd on june 29, 1998. The initial rptr provided the requested info on the 6 pts and added an add'l pt, making the total 7 pts.